Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/27/2025. An investigation was conducted on 06/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the blue safety lock off, which allows for the white plunger to be depressed. The white plunger was fully depressed. The seal and tension spring assembly was observed in the delivery device with the seal in a fully deployed open state. Blood was observed on the intact seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.487inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 33000444153 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, a hole was made with the heartstring iii system 4.3mm cutter and the seal was inserted into the blood vessel, but the seal came out of the loading device body. A spare hsk-3043 was used and the procedure was completed without any problems. No health hazards to the patient. There was no delay.